Manufacturer narrative:
Further information was requested, but not provided.

Event description:
It was reported that the patient's device exhibited post-paced t wave oversensing. No interventions were performed. The patient was in stable condition.